Manufacturer narrative:
Investigation details (B)(4): the customer reported that quality control testing was carried out on the day of the reported event, and the results were as expected. Order reports from the customers ortho vision max biovue analyzer detailing the two crossmatch tests were provided which confirmed the pattern of reactions as reported by the customer. Troubleshooting performed by an on-site ortho field engineer observed that when loading and unloading sample racks, they were able to replace sample rack a with sample rack b without the system registering by replicating the following actions: when the 'open door' instruction appears on the software interface, it will show a countdown of about 19 seconds. When the countdown is nearly over, if the srdr door is opened immediately, at this time the srdr door lock will attempt to lock the srdr door several times, however the software will raise no alarm during this time while the srdr door remains opened, and the cover will also rotate to open. At this time, sample rack a can be removed and sample rack b can be loaded. When the srdr door is closed, the srdr door lock will lock as normal. At this time, the sample rotor will not rotate to scan as expected, and the software interface will still show the sample barcode of sample rack a. A product quality investigation (B)(4) was opened to investigate this issue; however, the results were not available at the time this assessment was made. The assignable cause could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
On (B)(6) 2024, a customer contacted an ortho technical service associate (tsa) to report what was described as their analyzer mis-associating an ab(abo3) patient sample tube as a previously loaded o patient sample tube using their ortho vision max biovue analyzer j80003428. Date of event: 19 december 2024 awareness date: 19 december 2024 complainant: dr (B)(6) - laboratory technician complaint reporter: (B)(6) - ortho technical service associate (tsa) reported on (B)(6) 2024 by the customer to the ortho tsa, who reported it the same day to the ortho global technical solution centre (gtsc). This complaint was incorrectly logged and did not appear as a potential health and safety event until it was reclassified as such on (B)(6) 2025. Reagents: ortho biovue system ahg polyspecific cassette lot ahc392j, expiry 11 april 2025 ortho bliss lot 280764, expiry 22 august 2025 software version: not provided patient history: patient y: known to be blood group o patient x: known to be blood group ab (actual sample tested) donor: known to be blood group o the customer reported that, on (B)(6) 2024, they had placed a patient sample (unknown details of this sample) onto the sample rack of their ortho vision max biovue analyzer, and that the system did not accept the sample, and no sample information was received by the analyzer. The customer stated they then removed this sample from the analyzer and placed another sample (patient x) onto their analyzer. The customer stated that the analyzer then defaulted to the barcode information of a sample that was on a different sample rack (patient y), mis-associating the patient sample information, and began testing the loaded sample (patient x) incorrectly associated as patient y on the system. The customer reported that they had tested patient x (which the system mis-associated as patient y) with a known group o donor for major and minor crossmatch testing using ortho biovue system ahg poly-specific cassette lot ahc392j and ortho bliss lot 280764, and that they had obtained the following reactions: major crossmatch: negative/compatible minor crossmatch: positive 4+/incompatible the customer stated that they were expecting compatible reactions for both major and minor crossmatch due to their understanding that both the patient and donor samples were supposedly blood group o. The customer stated that they had then checked the sample ID of the tested sample tube by comparing it to the details on their ortho vision max biovue analyzer and discovered that the sample ID/barcode the analyzer understood it was processing (sample y) did not match the sample ID/barcode on the patient x sample tube. No further details were provided. The customer reported that no biased results had been reported to the physician. The customer reported that the patient was not harmed as a result of the reported event.